Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that a lead broke during implant. The outcome was ongoing with no further action needed. No actions were taken as interventions. No diagnostic methods were reported. The etiology was noted as not applicable to the device or therapy and related to the implant and lead. No signs or symptoms were reported.